Event description:
It was reported that during instrument inspection on facility, the tine inside of the trial femoral head 36 xs/-3 broke. No case involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that during instrument inspection on facility, the tine inside of the trial femoral head 36 xs/-3 broke. The device, intended for use in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. A review of the complaint history of the affected device was performed. Only one additional complaint for the batch in question was detected, but with another reported failure mode. The failure mode and the severity are covered in the corresponding risk management document. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of past corrective actions was performed. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These issues are due to high loads, beyond the design limit, that may arise on the tabs during manipulation. The failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is within the risks level that are anticipated in the risk management documentation. The current design remains therefore state of the art. As part of the continuous improvement smith + nephew is nonetheless working on a design enhancement, options are currently being reviewed and tested at our facility. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. Based on the clear complaint description, the reported failure mode of a flap breakage can be confirmed. The root cause is attributed to an insufficient design specification. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Should the part be returned or should more information become available, the investigation will be reopened. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor this device for similar issues.

Manufacturer narrative:
H6: it was reported that during instrument inspection on facility, the tine inside of the trial femoral head 36 xs/-3 broke. The device, intended for use in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. A review of the complaint history of the affected device was performed. Only one additional complaint for the batch in question was detected, but with another reported failure mode. The failure mode and the severity are covered in the corresponding risk management document. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of past corrective actions was performed. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These issues are due to high loads, beyond the design limit, that may arise on the tabs during manipulation. The failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is within the risks level that are anticipated in the risk management documentation. The current design remains therefore state of the art. As part of the continuous improvement smith + nephew is nonetheless working on a design enhancement, options are currently being reviewed and tested at our facility. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. Based on the clear complaint description, the reported failure mode of a flap breakage can be confirmed. The root cause is attributed to an insufficient design specification. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Should the part be returned or should more information become available, the investigation will be reopened. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor this device for similar issues. Case-(B)(4).